Event description:
Ref.: #(B)(4).

Manufacturer narrative:
Maquet medical systems,USA(importer)submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary(B)(4). Rastatt, germany. A follow-up medwatch will be submitted when additional information becomes available. Reference exemption # e2018002. Importer- maquet medical systems USA (B)(4). Contact person- (B)(6). Maquet cardiopulmonary gmbh was received the actual product back for investigation in the laboratory of manufacturer.the sample could not be completely investigated.based on that, the similar complaint investigation result was reviewed. According to the investigation report of similar complaint #(B)(4) which has been already investigated by the supplier ; ''sample was visually inspected by naked eye and it does not show any conspicuousness. A performance test also performed, the values are all within the specification. No product failure was found.'' Based on this investigation, the failure could not be confirmed. Sap trend search was performed (component bc, failure code functionality problem) which came to following results: 4 additional complaints were recorded which appears reported issues are the same since the last 12 months. Based on the sales figures of the last 12 months following occurrence rate has been calculated:0,02%, which is below than 1%. Due to this information no systemic issue could be determined. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process.

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). Reference exemption # e2018002.

Event description:
According to the hospital: during a surgery, it was observed that the filtration performance got worsen. There was no problem to use up to 1,000 ml. Then, it was observed that the filtration was not being done. The customer replaced it with another bc60 plus kit to continue the procedure. No adverse effects on the patient. Occurred during patient use. (B)(4).